Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk screws: trama/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, there was a removal of lcp one-third tubular plate 3.5 and 2.7 mm lcp plate in ankle. Patient was infected and non compliant. It was unknown if there was surgical delay. This complaint involves five (5) devices. This report is for one (1) unk - screws: trauma. This report is 5 of 5 for (B)(4).